Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's device is not working or is not working properly and the patient wants it removed, they want to try some of the new medications instead. The patient was redirected to their healthcare provider to further address the issue.